Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter suspects lipemia may have affected the result, but the measured lipemia index of the sample was below the index level which is documented in product labeling as interfering with the assay. The sample initially resulted with a total protein value of 11.1 g/l. The sample was repeated, resulting with a value of 26.5 g/l. The sample was repeated after high speed centrifugation, resulting with a value of 60 g/l. The c 501 analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.